Event description:
Add'l info rec'd from MFR 4/27/04: MFR is in receipt of the report and has determined that they are not the MFR of the reported devices.

Event description:
Add'l info rec'd from MFR 4/27/04: ge medical systems info technologies is not the MFR of the philips telemetry system with an inbedded statview pager.

Event description:
Add'l info rec'd from MFR 5/18/04: philips m3165 statview pager. (Note that alarm data to be transmitted to the pager is generated by the m3154a philips database server). There was a v-tach at 9:26am that alarmed at the bedside monitor (m26xx telemon) and at the central station (m3150a philips intellivue info center). However, the customer reported that alarm info was not received by any of the pagers. A philips field service engineer was dispatched. Philips concluded that there was no malfunction of the philips monitoring system. The user reported that the monitoring system alarmed appropriately (this is the primary alarm notification system). Furthermore, review of the logs show that paging info was generated by the monitoring system and sent to the ge paging system. Philips could not, however, determine if or why the pages were not received at the pagers, particularly as the system passed standard tests after the event. Firm received info about the event: november 5, 2003. No deaths or serious injuries occurred. The pt monitoring system remains in use at the customer site. Philips cannot confirm whether the individual pagers are still in service. Philips does not manufacture the m3165 pager. Philips has manufactured and distributed approx 100 database servers with the statview paging option enabled.

Event description:
At 9:26am, rn reported that a vtach alarm did not occur on her staview pager. The philips telemetry pack was inserted into a telemon at the time. All other rn's reported that their pagers also did not alarm. The philips m3150a -software d.00.16- system provided a recording at 9:26:44am. Caregivers were at the bedside when the event occurred. Appropriate pt care was provided. The installed system was purchased from philips medical systems and this reporter has not notified datacritical of these events.